Manufacturer narrative:
(B)(4): analysis results of the returned catheter were not available at the time of this report. A f/u report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported that the pt's therapy "appeared ineffective." Upon investigation, during surgical intervention, the catheter was noted to be fractured. The catheter was replaced; "corrective surgery completed." The pump contained baclofen.